Event description:
Unomedical reference number (B)(4) event occurred in the united state the patient reported the events of infusion set cannula bent between (B)(6) 2024 and (B)(6) 2024 with 2 infusion sets. The infusion had been used for less than 2 days. The insertion site was at the abdomen. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Device 1 of 2.